Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter zip: (B)(6). Device manufacture date: unknown. Investigation summary: customer returned (1) open 8mm, 31g pen needle without the tear drop label or outer cover. Customer states that the rear end of the cannula is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the non patient end of cannula broke of with an unspecified bd pen needle. There was no report of patient impact. The following information was provided by the initial reporter: it was reported the rear cannula end is broken.